Manufacturer narrative:
H11: the actual device was not available; however, twenty-five (25) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure tests and clear passage under water were performed, and no leaks were observed. Dimensional testing was performed, and the device was in specification. A leak test was performed, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) clearlink system continu-flo solution sets leaked at the connection to a clearlink system extension set. The leak was between the male tubing component and the filter. This was observed during setup. There was no patient involvement. No additional information is available.